Manufacturer narrative:
D5,6; h2,3,4,6; g4: added additional info. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(5); staples in the track, yes(11); trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported event during surgery occurred due to the jammed staples in the nose and the adherence of the driver to the track due to dried body fluid. The driver could not be extricated for proper feed of the staples to occur.

Event description:
It was reported the device was used during a cish/lavh-vaginal suspension procedure. It was reported the ems jammed after 3-4 firings when the surgeon was stapling the mesh to the sacrum. Another ems was opened to complete the procedure without difficulty. There was no consequence to the pt.